Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to fluid accumulation at the battery site. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively, and the explanted device was kept by the facility and will not be returned.